Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the four infusion set cannula was crimped between (B)(6) 2024 and patient faces symptoms within 3 hours of insertion. The site of insertion is left side of abdomen and infusion set is used for 24-32 hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1912344 - MDR 3003442380-2024 -14287 - device 1 of 4.